Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported 10 days with high blood glucose levels. Four days ago, the patient realized that when she primed infusion set, an insulin drop appeared in infusion set. If she kept priming, although the piston rod kept making noise, no more insulin flowed, just a drop at the end of the infusion set. She exchanged whole infusion set several times but problem persisted. She had to use threefold insulin amount she usually needs to lower her blood glucose levels. She moved to an alternative therapy with insulin pens on (B)(6) 2016 after a reading of 357 mg/dl and since then, her blood glucose levels have normalized. No adverse event alleged. A request was made for the return of the device.